Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. A partial removal of mesh was performed.